Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer put in a new battery and the insulin pump would not turn on. Customer was at work and unable to answer questions at the time of the call. No additional information provided.